Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the customer received pump and adjusted the pump time/date, the pump basal/bolus history was incorrect. Customer experienced elevated blood glucose (228-229 mg/dl). Tandem technical support reviewed pump history and confirmed that the pump logs may take up to 24 hours to update itself. Customer had also updated pump software and this process may have interrupted insulin delivery.